Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation at the manufacturer's service center, the ventilator's pressure was fluctuating. The device's check leaf valve was repositioned to address the issue.